Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation-evaluation it was initially reported that the salivary stone extractor basket did not fit down the 1.6mm scope during a salivary stone extraction procedure on an unknown patient. The procedure was completed by opening another like device. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One opened device was returned for evaluation. A functional test determined that the basket did not fully close when tested. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot did not reveal any nonconformances. A complaint history search did not identify any other events for this lot number. The information provided upon review of complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported that the salivary stone extractor basket did not fit down the 1.6mm scope during a salivary stone extraction procedure on an unknown patient. The procedure was completed by opening another like device. The patient did not experience any adverse effects due to this occurrence. During a preliminary device failure analysis, it was found that the basket would not close completely.